Event description:
A ventilator was returned to the manufacturer's repair center for scheduled preventive maintenance. There was no allegation of device malfunction or pt harm. During evaluation of the ventilator, a malfunction of the device's loss of ac power alarm was identified. The device's power board was replaced to correct the problem. The manufacturer is currently investigating this issue and will file a follow-up report when the investigation is complete.